Event description:
Lighthead disconnected from articulating arm. No injuries occurred.

Manufacturer narrative:
Light fell during use. No injuries occurred. The light has not been returned to burton for analysis. After speaking with the facility, it appears improper maintenance was performed on the light. It clearly states in the instructions for use that improper maintenance can cause the separation of the lighthead and articulating arm.